Event description:
It was reported by service report that the right side of the footboard was broken off and there were sharp edges present. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Footboard.